Manufacturer narrative:
C-1527 initial report. This initial report is being submitted now as it was erroneously submitted as a follow-up report in error. This case was submitted as a result of a retrospective review. Additional information including device details and the return of the device were requested in order to progress with this investigation, however not all were provided, therefore, there was limited information available for the investigation. This instrument is manufactured for corin by greatbatch, therefore, a complaint has been raised with the supplier and the device sent to them for review. Corin have provided the customer with a replacement instrument. Based on this, corin now considers this case closed. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
The joint on a trinity mis introducer handle has broken. During the operation metal cuttings fell off and into the patient.